Event description:
An ipp device was implanted on 9/20/82. A connector was revised on 2/14/83. On 11/22/85 the entire device was removed from the pt, reason not provided. Another device was implanted. Unable to obtain add'l info.